Event description:
Customer's mother reported via phone, customer had experiencing high blood glucose of about 516 mg/dl, treated with manual injections. Troubleshooting was performed and it was noted the cannula was bent. Customer's blood glucose was checked and it had gone down to 441 mg/dl. Customer's symptoms were stomach pains and regurgitating. Customer's mother stated the insulin was not stored at room temperature. Time and date were not correct. High pressure test was not performed as customer did not have tubing clamp. Customer's mother was advised to call back to finish troubleshooting when tubing clamp was received. Currently device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.